Event description:
The pt had a PICC line placed in right upper extremity via basilic vein to svc 45 cm with ultrasound and fluoro on (B)(6) 2010. It was noted that the pt developed right upper extremity edema on (B)(6) 2010. A venous doppler was ordered and it was noted that the catheter was kinked with probable fractured. The fractured catheter was removed on (B)(6) 2010 and verified as fractured.